Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation found only the dislodged stent implant was returned. There was blood visible on the stent implant, consistent with the stent inside of the patient anatomy. The entire length of the stent was stretched, confirming the reported damage. The dislodged stent implant was returned on the distal end of a bmw guide wire. The non-abbott rhv, guiding catheter, snare device and guide wire were returned. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it was reported that the sds was inflated to 2-3 atmospheres, and then removed, which likely contributed to the reported difficulties. It is likely that as positive pressure was applied to the sds, the balloon started to inflate, therefore partially expanding the stent which would then become loose on the balloon as it was retracted. Additional treatment was used to remove the dislodged stent from the patient anatomy which likely contributed to the stent damage. It was reported the patient experienced ventricular fibrillation as the sds was being inflated. Ventricular fibrillation (a form of arrhythmia) is a known adverse event listed in the promus instructions for use. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience stent delivery system (sds) was advanced and positioned at the lesion. The xience was inflated to 2-3 atmospheres; however, the patient experienced ventricular fibrillation (vf); therefore, the sds was removed out of the anatomy and withdrawn into the guiding catheter. Vf stopped 40 seconds later, and the procedure was resumed. Angiography was performed, and it was observed that the xience v stent had dislodged and was located in the distal area of the guiding catheter. An attempt was made to retrieve the stent with the sds; however, the stent was pushed further and was protruding out of the guiding catheter tip. A snare device was used to retrieve the stent. It was observed that the stent implant became stretched during retrieval. It was also noted that the stent may have dislodged due to being inflated and removed. Another xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.